Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and replaced the monitor display. The fse performed calibration, full functional and safety checks to meet and pass to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during a routine check by the customer, the cs300 intra-aortic balloon pump (iabp) displayed a flickering screen. There was no patient involvement and no adverse event reported.